Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR assembly was working intermittently. A hill-rom service technician performed an investigation and found the CPR handle broken during his inspection. He replaced the handle, tightened the cable and adjusted it to return function to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(4) 2009 indicated in MDR 1045510-2009-0021.